Event description:
It was reported after firing the instrument, the jaws would not release. The instrument was removed. Another instrument was subsequently fired and the same problem occurred. Both instruments were discarded after the case. There was no reported pt consequence.